Event description:
Related manufacturer report number 2017865-2023-18968. It was reported that during a remote follow up, loss of capture and high pacing impedance was noted on the left ventricular (lv) lead. Additionally, high defibrillation impedance was noted on the right ventricular (rv) lead. The physician suspected rv lead damage, however, diagnostic imaging was performed and no anomalies were observed. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the high defibrillation impedance event was sensed by the device.

Event description:
Additional information was received indicating the patient passed away due to unrelated causes. The physician considers the death was unrelated to the event and there is no allegation, suspicion, doubt, and/or no known existing analysis suggesting the death was related to an abbott product. No additional intervention is required.